Event description:
It was reported that a patient was revised to address four fractured xia 3 titanium rods at the t11 to l1 levels. This report captures the first of four rods.

Manufacturer narrative:
H3 other text : device retained by user.